Event description:
It was reported that balloon rupture occurred. The patient was being treated for may thurner syndrome. The 70% stenosed target lesion was located in a non-tortuous and non-calcified vein. A 16-4/5.8/75 xxl esophageal balloon catheter was used for dilatation. However, during the first inflation at 5 atmospheres for less than 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a new 16x40 xxl balloon. There we no patient complications as a result of this event.